Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage. Found the damage on battery tube side and it was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit was received with corroded battery tube. The pump was received with a blank display. Unable to perform the sleep current test, active current test or self test due to blank display. Unable to download history files and traces using thump or generate the power management graph due to a blank display. The pump was cut open to perform internal inspection and found severely corroded electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, cracked case, missing display window/cover, cracked keypad overlay, scratched case, and pillowing keypad overlay. The customer's alleged cosmetic damage was confirmed when cracked case (battery tube) was noted. Additionally, allegations of blank display were confirmed during analysis due to severely corroded electronic assembly. Isolate to electronic assembly. Unit was also received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.